Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. It was confirmed that the cylinder had a tear. The device was removed and replaced. The original reservoir was kept in the patient. There were no patient complications.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. It was confirmed that the cylinder had a tear. The device was removed and replaced. The original reservoir was kept in the patient. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. The first cylinder had a tear in the outer tubing from wear. The first cylinder had wear at a fold in the distal end of the cylinder. The first cylinder passed the leakage testing. The second cylinder had the outer tubing removed. The second cylinder had a hole with a leak at a corner of a fold in the middle of the cylinder. The second cylinder had broken fabric threads from wear in the proximal end of the cylinder. The pump was microscopically inspected, and leak, functionally tested. The microscope test revealed that the pump kink resistant tubing (krt) was worn to the filament. The pump passed the leakage testing. The pump did not pass the activation testing.